Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia, sweating, and tiredness and was treated with carbohydrate biscuits and a glucose drink which was provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia, sweating, and tiredness and was treated with carbohydrate biscuits and a glucose drink which was provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.